Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were not forming properly. Another instrument was opened to complete the procedure. There was no consequence to the patient.